Manufacturer narrative:
Due to character restrictions in block e1 event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during a routine check performed by getinge field service engineer, the cardiosave intra-aortic balloon pump (iabp) fails pneumatic leak test. There was no patient involved.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d8, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusion), h11. The fse duplicated pneumatics failure and isolated to faulty regulator. Fse replaced drive regulator and retested it 3 times with no repeat failures or errors. Passed all functional checkout and calibration verification additionally cycled unit on simulator and catheter overnight before returning to service. The failure analysis and testing dept. Received pressure regulator with a reported unit failure of unit failed pneumatic test. The fat dept. Performed a visual inspection of the parts received and found that all the parts are in good condition. The failure analysis and testing department installed pressure regulator in the cardiosave test fixture and tested to factory specifications per cardiosave service manual. The failure analysis and testing department run the pumping test for 2 hours. Then all manifold tests. The pump passed successfully all the tests. The failure analysis and testing department could not verify the failure of the pneumatic leak test. Retained the parts in the fat department per procedure.